Event description:
Reporter indicated, high lead impedance readings were noted for a vns patient at an office visit. Vns revision surgery was planned, but the patient has elected to not pursue surgery at this time. Manufacturer review of vns programming history also noted high lead impedance on (B)(6)2004. Attempts to the reporter for additional information are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.